Event description:
On (B)(6) 2023, cas reported to customer service that on (B)(6) 2023, dr. (B)(6) reported that on case # (B)(4) a posteriorcapsular tear occurred.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior (B)(4) reviewed the open call for (B)(6). Case # (B)(4) - od. Centration is good with minimal suction applanation to the eye. Minor movement is noted throughout the laser procedure. Capsulotomy breaks through at frame #8, fragmentation breaks through at frame #25 with both ak incisions completing without issue. Posterior clearance is set at 1mm. Root cause: surgical technique and patient movement may have contributed to posterior tear. Laser functioned as designed. No further follow up required.